Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluate by manufacturer: the device was returned for analysis. A visual and microscopic examination of the balloon identified that the blade and pad were lifted. 7mm of the proximal edge of the blade/pad was raised. No other damage was noted with the other blades. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole tear was noticed. The tear was present on a section of the balloon that was located at the site of the raised blade. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
Reportable based on device analysis on (B)(6) 2013. It was reported that during a percutaneous transluminal angioplasty, a cutting balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left cephalic vein. A 5.0 mm sterling balloon catheter was selected and advanced to predilate the target lesion; however, the lesion was too stiff to dilate. A 5.00mm x 2.0 cm x 50 cm peripheral cutting balloon (pcb) otw was then selected and advanced to treat the target lesion; however, the pressure did not increase and it was noted that there was leaking of the contrast agent. It was then noted that the balloon ruptured and was removed. A 6.00 mm x 2.0 cm x 50 cm pcb otw was then selected and advanced to treat the target lesion. The balloon was then inflated to 7 atm; however, the balloon was noted to have waist and was only partially inflated. It was then attempted to increase the pressure; however, the balloon ruptured at 7 atm. The 5.0 mm sterling balloon catheter was then used again to dilate the target lesion and complete the procedure. No patient complications were reported and the patient¿s condition is good. However, device analysis revealed the blade and pad were lifted.